Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma at the implantable cardioverter defibrillator (ICD) implant site. The patient was undergoing a pocket revision for the hematoma and a magnet was placed on the ICD; however, the magnet was moving around during surgery and the ICD detected electromagnetic interference (emi) as noise causing a lead integrity alert (lia). The hematoma was treated. The ICD remained in use. No further patient complications have been reported as a result of this event.